Event description:
The customer reported having a motor error alarm while changing the infusion set. Troubleshooting was performed. The customer stated that she had x-rays about a week ago while wearing the insulin pump, but she wore the vest to protect the device from exposure. Ran a displacement test and the test failed. The customer received and error alarm. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm during the displacement test due to the motor with high current. Further testing could not be performed due to motor error alarms.